Manufacturer narrative:
Product analysis. The distal tip of the device was damaged . There is a tear evident on the distal tip of the device. The stent was positioned between the inner shaft marker bands as per specification requirements. The 7th-9th distal segments struts were flattened with raised struts evident on the 8th distal segment. Although stent od is within specification, the stent failed visual inspection. (B)(4).

Event description:
The physician was attempting to use a resolute onyx drug eluting stent to treat a severely calcified and moderately tortuous prox, mid and distal rca lesion with 90% stenosis. The lesion was pre-dilated prior to attempted stent placement. The device was removed from its packaging as per IFU and inspected with no issues noted. Negative prep was performed successfully. During delivery, resistance was encountered and excessive force was used. Stent deformation occurred during positioning . No patient injury reported. The physician completed the procedure using another resolute onyx stent. ¿please note that this device (resolute onyx rx) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity rx). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.